Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed low out of range impedance and low sensing measurements. Threshold and shock impedance measurements were normal. A decision will be made in the near future regarding lead revision. No adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Additional information was received that this product will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.